Event description:
It was reported a patient presented with a hematoma. An extraction of the implantable cardioverter defibrillator (ICD) and accompanying system was performed on (B)(6) 2022 due to the hematoma. There were no malfunctions or issues directly related to the ICD or leads. Post-procedure the patient was stable.